Event description:
Device 1 of 2. Refer to MFR report 1627487-2014-21406. The patient received three peripheral (off-label) leads with the same lot number. It was reported the patient is experiencing discomfort at the ipg site in addition to ineffective stimulation. The patient does not feel stimulation at maximum amplitude and at times it is positional. Reprogramming was unsuccessful. Surgical intervention may take place to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.